Manufacturer narrative:
Section d1 brand name: corrected. Section d4 model number: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed data consistent with a pump stop. Routine log files were submitted to abbott technical services for review. Analysis revealed controller clock corrupt alarms throughout the majority of the files due to the system controller's clock having been reset to the default timestamp of jan 2000. The pump's clock was in sync with the system controller's clock, suggesting that approximately 8 months prior to 11jul2023, there was a complete loss of power to the system that caused the pump to stop. A specific cause for this pump stop cannot be conclusively determined through this evaluation. Of note, the system was powered by external 14 volt (v) batteries throughout the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Per the account, there was no way to identify when and if the device had completely lost power. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas). No further issues have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The IFU and patient handbook contain information on system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 2 of the IFU, ¿system operations,¿ states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 lvas for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion battery pack) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 of the patient handbook, ¿powering the system,¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Additionally, several sections of the hm3 IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log file review showed controller clock corrupt (f49) clock invalid alarms all throughout the log. It was noted that the patient slept on battery power. Review of the submitted log files revealed that both the system controller clock and the lvad clock were reset to the default timestamp of 01jan2000, and were in synch. This indicates that a pump stop event had occurred. The onset of the clock reset was not captured in the log file but the data indicated that the reset occurred approximately eight months prior to the log file being downloaded. Related MFR # 2916596-2023-05327.